Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the atrial lead exhibited capture issue in one position and low impedance and poor sensing in another. It was noted that the physician had difficulty placing the locator stylet in the lead. The lead was not used and a new lead was implanted. Patient was stable.